Event description:
It was reported that a spectrum pump experienced constant close door messages. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The constant close door messages were confirmed and reproduced during the device investigation. This condition was determined to have been caused by the lower hook switch being slow to respond. The lower auxiliary assembly was replaced.